Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia followed by hyperglycemia while using the ilet system, with sensor glucose readings in the 50s mg/dl that did not rise above 72 mg/dl after consuming crackers, a contemporaneous fingerstick value of 102 mg/dl after calibration, and a subsequent alarm indicating 305 mg/dl; lowest and highest reported values were 55 mg/dl and 305 mg/dl, with levels outside 70¿180 mg/dl for over an hour. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary impairment requiring self-management and product evaluation support. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the glycemic excursions. It was concluded that the event involved hypoglycemia of unclear cause with subsequent hyperglycemia, and user counseling on rapid-acting carbohydrate treatment was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.